Event description:
It was reported that the patient's clinic wanted to check the validity of the sensor readings due to patient's significant weight gain. As a result, the patient underwent right heart catheterization on (B)(6) 2018 and the mean was decreased by 3.8 mmhg. The sensor was recalibrated and observed under the manufacturer's patient care network database.